Event description:
The patient had an increase in seizures when the low impedance was first identified on 04/21/2015. It was reported on 02/22/2016 that diagnostics were performed on the patient's device and the output current was low. The impedance was normal, 4678ohms, and the patient's output current was 2.0ma. The patient had started having an increase in seizures around the time x-rays were provided, but the cause of the high impedance could not be determined. Since the device has had low impedance and low output current with a much higher impedance within a relatively short time period (1 year), there may be a lead break that could possibly cause an intermittent short and the higher impedance. The device history records of the generator and lead were reviewed and found all specifications met prior to distribution.

Manufacturer narrative:
The x-ray review did show that the lead pin may not have been fully inserted, which could have contributed to the low output current, low impedance, and high impedance.

Event description:
The x-rays were reviewed, which showed that the lead pin may not be completely inserted into the generator. Clinic notes were received, which indicated that the patient was having an increase in seizures, as many as 15-20 per day, and that high impedance was identified. The patient's mother did not believe that the vns was working. The patient was referred for full revision surgery due to the patient's previous lead pin insertion issue, reported in MFR. Report # 1644487-2015-04087, and the recent issues with the output status and impedance. All further issues related to the output status and impedance will be reported in this report. The patient had full revision surgery on (B)(6) 2016. The explanted products have not been received to date.

Event description:
It was reported that the vns patient¿s device was tested and normal mode diagnostics showed a low impedance warning message. The patient¿s device output current was increased from 0.75ma to 1ma and tested again. System diagnostic results showed lead impedance within normal limits. Attempts for additional relevant information have been unsuccessful to date.

Event description:
The explanted generator and lead were received on 04/19/2016. Analysis of the generator concluded that there were no performance or any other type of adverse conditions found with the generator. Analysis of the lead identified abraded openings on the outer and inner silicone tubing. A continuity check performed between the connector ring and pin identified an intermittent contact as a result of exposed coils. Also, both the positive and negative coils were exposed past the electrode bifurcation, which may have contributed to the low impedance allegation. Pitting was identified at the connector pin and the positive coil at the abraded opening. A bent pin was identified in the lead connector, which could result in insertion difficulties. Though it is difficult to state conclusively, the identified bend of the connector pin may be a contributing factor for the reported high impedance. However, the exact point in time of when this condition occurred is unknown. Based on the appearance of the returned lead, it is believed that the low impedance condition, exposed coils, and bent pin conditions were most likely caused by forces exerted on the lead at implant/explant.